Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a vented solution set was found cracked and broken during infusion of propofol. This occurred after 15.75 hours of use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: visual inspection was performed and showed that the male luer collar is cracked/broken. The reported condition was verified. The cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.